Manufacturer narrative:
Preliminary analysis revealed : analysis of the provided data dated (B)(6) 2024 revealed: - 4 shocks have been delivered on (B)(6) 2017 (device implantation date) but no energy was delivered. During the last shock, the coil impedance was measured at 18912 ohms. Based on available data, it could not be determined if these events occurred before or after the system implantation. - between (B)(6) 2023 to (B)(6) 2024 : o atrial lead impedance measurements were stable within normal range (around 500 ohms) o right ventricular lead impedance measurements were stable within normal range (around 600 ohms) o rv coil continuity measurements were stable within normal range (around 500 ohms) - a device failure of the shock circuit is suspected - according to all above elements the integrity of defibrillation system cannot be guaranteed recommendations : because the integrity of defibrillation system cannot be guaranteed, the physician should evaluate the benefit of a re-intervention for replacing the ICD. After replacing the ICD, it is recommended to test the volta lead. In the case of the ICD is not replaced, a synchronous shock at 42j is mandatory to check the correct defibrillation system functioning.

Event description:
Reportedly, shock impedance in the overview screen is shown as 28912ohm. Apparently this has been the case for a long time. No therapy since implant.

Manufacturer narrative:
Review of the DHR records showed that the ICD platinum, sn : (B)(6), was manufactured and released according to all applicable procedures.

Event description:
Reportedly, shock impedance in the overview screen is shown as 28912ohm. Apparently this has been the case for a long time. No therapy since implant.

Manufacturer narrative:
Analysis of the provided data revealed dated 06 june 2024: 4 shocks have been delivered on (B)(6) 2017 (device implantation date) but no energy was delivered. The initiation of these stocks could not be determined. During the last shock, the coil impedance was measured at 18912 ohms. Between on (B)(6) 2023 to on (B)(6) 2024: o atrial lead impedance measurements were stable within normal range (around 500 ohms) o right ventricular lead impedance measurements were stable within normal range (around 600 ohms) o rv coil continuity measurements were stable within normal range (around 500 ohms) a device failure of the shock circuit is suspected according to all above elements the integrity of defibrillation system cannot be guaranteed if new elements (e.g.: data from implantation date or xray or device) are provided, further investigations will be lead. Recommendations: because the integrity of defibrillation system cannot be guaranteed, the physician should evaluate the benefit of a re-intervention for replacing the ICD. In the case of the ICD is not replaced, a synchronous shock at 42j is mandatory to check the correct defibrillation system functioning.

Event description:
Reportedly, shock impedance in the overview screen is shown as 28912ohm. Apparently, this has been the case for a long time. No therapy since implant.